Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6)2010 consisting of an ipg, surgical lead and two extensions. Immediately following the implantation procedure, the patient complained of shoulder pain, and two weeks later, it was reported that his stimulation had changed. An x-ray was performed which revealed that the lead migrated. On (B)(6)2010, the physician surgically repositioned the lead. The patient's shoulder pain reportedly subsided following the procedure. It was reported that the patient is currently not receiving stimulation. At the physician's directive, additional attempts to recapture effective therapy was pending. No further information is available at this time. A supplemental report will be filed as necessary.